Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber was cracked, causing the water to leak. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked along the base, between the baffle and one of the ports. A second crack was also observed above the bracket. There were also stress marks found between the baffle and the other port, which were parallel to the base. A lot check revealed no other complaints of this nature for lot number 130416. Conclusion: we were unable to confirm definitively the root cause of the reported fault; however, based on the nature of the damage observed, it is likely that the stress marks on the chamber dome caused the reported cracking. Every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. The pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. This suggests that the subject chamber was damaged after it was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).